Manufacturer narrative:
Consumer has not returned the product.

Event description:
An insurance company is making a subrogation claim and alleging that a heating pad was the cause of a fire that damaged its insured's property. There was not a report of personal injury with this incident.

Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided.

Event description:
An insurance company is making a subrogation claim and alleging that a heating pad was the cause of a fire that damaged its insured's property. There was not a report of personal injury with this incident.